Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. During compounding, the set "was leaking multivitamin fluid into bags that did not require multivitamin additives". Furthermore, the user ¿tested¿ 4-5 other valve sets from the same lot with a backup compounder and had the same results. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 08, 2021 to november 09, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.